Event description:
Reporter indicated a vns pt had generator replacement surgery due to "generator failure". The generator had been implanted for seven years. No vns programming history is available so generator end of service cannot be confirmed. Attempts for further info from the reporter have been unsuccessful to date. The explanted generator has been returned and is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.